Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right atrial (ra) and right ventricular (rv) leads "are not working" and that they "feel so different and it's affecting me". It was also reported that the lead malfunctions lead to programming adjustments being made "to tone it down so it's not taking as much battery". The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.